Manufacturer narrative:
Received 3 pads small (left chest pad, right chest pad, right thigh pad) and one pad xs of left thigh pad. The pads were inspected and could see that they had been used. The pads were visually inspected and could see a good seal between the clear film and the pad. The trim pattern is correct, the energy connector and manifold connectors were free of damages and all presented a good connection. The pads were connected to the arctic sun machine model 2000 during 10 minutes and the water immediately started flowing to the pad without any problems. The reported event could not be confirmed, the problem could not be reproduced. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: " ¿attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ (B)(6) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an air leak in the pads. The pads were removed and replaced. The new pad set worked well.